Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds that was causing diaphragmatic stimulation. The patient's therapist also reported that the pacemaker seemed to be "jumping" at the same rate as the pulse after the patient exercised. The rv lead was found have far field oversensing with low lead impedance. The rv lead was capped and left out of service inside the patient. A new rv lead was successfully implanted. It was further reported that the right atrial (ra) lead had high pacing thresholds. The ra lead was found to be undersensing with low lead impedance. The ra lead was capped and left out of service inside the patient. A new ra lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead (B)(6) 2000. (B)(4).